Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test. Device was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed and monitored basal profiles. Device was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Device received with cracked battery tube threads and cracked case corner of belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly. The customer stated they were unable to exit the preparing to prime loop and they did not receive the second series of beep or numbers that appear on the display screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.